Event description:
A malfunction was reported on a pump after it became wet in the shower. Although the malfunction occurred, the customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump, and after resetting, the malfunction code did not recur.